Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called start right to report high blood glucose levels and that insulin had leaked from the site onto the skin. The customer's blood glucose level was 537 mg/dl at the time of incident, but was 385 mg/dl at the time of call. The customer wanted to know why the high readings were happening. Nothing was replaced or returned.